Event description:
Md was using the ligasure vessel sealing instrument while doing a laparoscopic case. Md had inserted the instrument into the trocar and was positioning the ligasure "teeth" around a piece of tissue and she wanted to seal. The instrument fired and cauterized the tissue before the md engaged the equipment. Tissue was sealed or "burned" without intention. Md removed the disposable instrument from the abdomen and asked for another piece of equipment and disposable handpiece.